Manufacturer narrative:
Device is combination product.

Event description:
It was reported that post-drug eluting stenting treatment procedure, an infection occurred. In (B)(6) 2010, the patient had a taxus liberte' atom 2.25x12mm stent implanted in an unspecified vessel. A few days after the procedure, the patient developed itching and blistering on the right hip. Antibiotic and antiviral medications were prescribed for one month as it was thought the patient had shingles. Approximately one to two weeks later, it was determined the patient did not have shingles but an abscess that was draining. In (B)(6) 2010 a culture and CT scan found there was an infection in the hip joint. The patient began antibiotic treatment which was to last 9-12 weeks. There is reported to be a hip surgery planned for (B)(6) 2010. No further patient complications were reported.